Manufacturer narrative:
Film evaluation summary: the cause of the suprarenal stent entanglement could not be determined from the limited films provided. Pre-implant anatomy and CT¿s were not available for a complete anatomical assessment. Additional images during implant and post-implant CT¿s were not provided. Three (3) still angio images during implant were reviewed. The proximal neck flow lumen diameter measured ~22mm prior to implant, and the infrarenal and suprarenal neck was essentially straight in the single-view lt-rt axis. Two post-implant images noted that the suprarenal stents appeared to have been deployed malformed; 2 or 3 of the suprarenal stent apices were likely entangled. Images during release of the stents, including recapture and removal of the delivery system, were not provided. No proximal type I or any other endoleak was observed. It is unclear if possible stent graft oversizing, unknown anatomical features, or possible procedure related issues may have contributed to the entanglement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 40 mm diameter abdominal aortic aneurysm. It was reported that during the procedure, the device was deployed following the IFU. Angiography showed the stent graft was not fully deployed. Three of the supra renal stents were entangled and affecting each other. The physician used balloon dilation but the supra renal stent still could not deploy. Per the physician the cause of the event is device related. The patient has not and will not receive treatment. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.